Manufacturer narrative:
The expiration date was either 05/2013 or 09/2013. Final device investigation found that the device was returned with the proximal housing broken off. The device could not be leak tested due to its condition upon receipt. The device was returned with two packages. No discrepancies were noted on the device history records associated with both packages. As each device is visually and functionally tested prior to being released, no conclusion could be drawn as to what may have caused the event. The manufacture date was either 05/2012 or 09/2012.

Event description:
It was reported that during a laparoscopic procedure, the device leaked. The cap was coming off of the device shaft. The device was replaced. There was no pt injury.